Event description:
Customer site reported a sample with a previous history of anti-kell that failed to react with ortho 0.8% resolve panel b lot# vrb184. Customer reported that sample in question was previously identified with anti-kell in (B)(6) 2011 (methodology not provided). Sample was tested at facility on (B)(6) 2013 using 0.8% surgiscreen lot # vss570 and a 1+ positive reaction was noted with cell #2. Review of antigram indicated that cell #2 is kell negative. Cell #1 is kell positive, but no reaction was noted with the kell positive cell. The customer performed additional testing using 0.8% resolve panel b lot # vrb184 and no reactions were noted. All testing at the customer site was performed by manual gel method (15 min incubation) using mts igg gel cards lot # 042313001-04. Because of lack of identification, the customer sent the sample to a reference lab and anti-kell was identified using solid phase method. Customer stated that daily qc testing was performed and all results were acceptable. Customer further stated issue was only seen with this sample. No biased results were reported. Customer does not have samples for return. Ocd technical support discussed with customer the possibility of a second antibody, but customer felt only one antibody is present.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).